Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
New information received notes the post paced t wave oversensing was observed during a follow up in clinic. The patient was asymptomatic. Programming changes were made. The patient was to continue being monitored. The patient was stable before, during and after the changes.